Event description:
Procedure: breast reconstruction. Reportedly, during the procedure the surgeon placed the cautery handpiece on the pt's abdomen. A third degree burn resulted which was repaired by the surgeon. The unit was tested by the facility & it was found to function normally. Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the info received.